Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-aug-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. .initially it was reported that when connecting the thermocool® smart touch¿ electrophysiology catheter to the patient interface unit (piu) and during insertion into the patient, they had a very noisy signal in bard and in the carto 3 system. After changing the cable, the signal did not improve either. When a new catheter was used, the signal improved and was clear. No patient consequence was reported. Additional information was provided on the event on 03-aug-2021. The signal noise was observed on all ECG channels but mostly on the thermocool® smart touch¿ electrophysiology catheter. The signal interference (noise) was observed on both the carto 3 system and recording system. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside and outside the patient¿s body. The device evaluation was completed on (B)(6)-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch unidirectional catheter. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 30546136m number, and no internal action was found during the review. The instructions for use contain the following warning stated in the carto 3 system manual: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. The event described could not be confirmed as the as the device performed without any functional issue. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. Initially it was reported that when connecting the thermocool® smart touch¿ electrophysiology catheter to the patient interface unit (piu) and during insertion into the patient, they had a very noisy signal in bard and in the carto 3 system. After changing the cable, the signal did not improve either. When a new catheter was used, the signal improved and was clear. No patient consequence was reported. Additional information was requested; however, with the information available, this event was assessed as not MDR reportable for the signal issue as the risk to the patient was low. Additional information was provided on the event on (B)(6) 2021. The signal noise was observed on all ECG channels but mostly on the thermocool® smart touch¿ electrophysiology catheter . The signal interference (noise) was observed on both the carto 3 system and recording system. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside and outside the patient¿s body. Since the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm, this event has been reassessed as a MDR reportable malfunction with the awareness date of 03-aug-2021.